Event description:
It was reported the customer had repeated no delivery alarms. The customer's blood glucose was 202 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found there was greater than normal resistance when attempting to push insulin with a push plunger. Customer was advised their reservoir/infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.